Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. Patient experienced chest pain and shortness of breath throughout the day and ems was contacted. Ems found the patient to be in cardiac arrest and administered CPR enroute to hospital. CPR/acls continued in emergency room (ER) with no success and patient was reported deceased. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.